Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. The field service engineer (fse) verified and confirmed that there were no issues with the device, and no further investigation was required. Customer ran inventory on all 4 tower doors. The system functioned as intended after the field service engineer verified the device.